Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the green colored cap of the drainage port b was originally detached when the user opened the package. A similar evacuator was used.

Manufacturer narrative:
The reported issue (it was reported that the green colored cap of the drainage port b was originally detached when the user opened the package) was confirmed as manufacturing related, during the visual evaluation. During visual evaluation, it was noted that the drainage port ¿b" was not completely assembled in the perforation of the container. The sample had evidence of solvent in the drainage port b. The perforation of the container (port b) and diameter of the drainage port ¿b¿ were measured and were found within of specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "precautions: reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage warnings: an airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. Complications: if the evacuator is not emptied when full, drainage from the wound site will cease and the likelihood of back-contamination across the anti-reflux valve is increased. In the event an air-tight seal is not achieved, the evacuator will rapidly fill with air from the leak; subsequent drainage to the evacuator will occur only if allowed by gravity and wound exudates forcing the flow. Entry into the evacuator is allowed only by displacement of air in the evacuator by wound exudates flow. In this displacement process, air reflux from the evacuator to the wound can occur and increase the likelihood of back-contamination across the anti-reflux valve. In the event of drain occlusion by fibrin, clots, or other particulate matter, all wound drainage ceases. The advantages of wound drainage, particularly closed system drainage, are lost if an air-tight seal between the drain and the skin where the drain emerges is not achieved or if the drain is allowed to become occluded. Complications which may result from the use of this suction drainage system include the risks associated with methods utilized in the surgical to establish suction: open outlet port. Pump bulb until balloon fills container. Close outlet port. To empty container: open outlet port. Invert unit. Pump bulb to empty quickly. To read fluid volume: open outlet port. Allow balloon to deflate. Read volume." (B)(4).

Event description:
It was reported that the green colored cap of the drainage port b was originally detached when the user opened the package. A similar evacuator was used.